Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and exterior physical visual inspection: fail - sensor wire is missing. Adhesive patch and housing puck are detached. Applicator is partially deployed.sensor wire was not present.the problem is confirmed because the sensor wire with d was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/13/2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.